Event description:
A report was received that there was tenderness over the patient¿s ipg site. It was also reported that the pain that was worse in the right side of the hip was unclear if it was secondary to the location of the actual generator or if it was a separate process. The patient will undergo a replacement and relocation of the ipg.

Event description:
A report was received that there was tenderness over the patient¿s ipg site. It was also reported that the pain that was worse in the right side of the hip was unclear if it was secondary to the location of the actual generator or if it was a separate process. The patient will undergo a replacement and relocation of the ipg.

Manufacturer narrative:
Additional information was received that the patient's ipg was in an uncomfortable position, so the patient underwent a revision procedure wherein the ipg was relocated and replaced. No device malfunction. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.